Event description:
It was reported that the device was in back-up mode at implant. Further info received notes device placed into pocket, vf induced, 15 and 25j failed to convert pt, so external shock was used. After 5 mins, vf induced, and 25j shock failed to convert pt. Issues with competitor chronic lead found. At this point, it was decided to abandon this ICD system.

Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.